Manufacturer narrative:
(B)(4).

Event description:
Renal stent thrombosis resulting in renal insufficiency. Reintervention was performed for the renal artery stent thrombosis.renal stent patency was successfully restored in one patient with thrombolysis.